Manufacturer narrative:
It was reported that a longevity assessment could not be performed and required technical services assistance. The provided information was reviewed by abbott engineering and it was observed that during the device recovery process, the consumption data was not restored, resulting in the inability to perform a longevity assessment. The reason for the data not being restored is unknown and could not be concluded with the information available.

Event description:
It was reported that the device displayed an error message follow recovery from backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.